Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead could not be fixed in the desired location. The physician attempted several times but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead could not be implanted. The lead was received with stylet inserted and was returned in one piece. The helix was returned retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. The measured helix extension length was within appropriate specification. Electrical testing did not find any indication of conductor fractures or internal shorts and visual inspection and x-ray examination of the lead did not find any anomalies.